Event description:
The reporter, reported the facility has a reservoir tank that overheated which caused the reservoir to melt & also damaged the basin. One nurse went to the e.r. As a precaution because of fume exposure. Facility uses rapicide. Nurse was treated & released the same day. No hospitalization was required. Unk if any medications were given. Returned to work the next day with no lingering effects.

Manufacturer narrative:
The reporter, reported that she performed a rapicide conversion in 2004, and the machine ran to specs. She in-serviced staff the following day, machine still running to specs. Machine was left unused over the weekend with heater on, all okay. Machine continued to run fine until four days later, when the biomed rec'd a call that the rapicide was overheating. He checked the temp and noted it was at 75c = supposed to be at 35c minimum. (MFR recommends it be 2-3 degrees higher in reservoir since basin is not heated). There was steam & a strong smell as a result of the overheating. One nurse went to e.r. Because of fume exposure. Was treated and released the same day. No hospitalization was required. Returned to work the next day. MFR sent 2 people to the facility to investigate the issue. They noted basin was heavily damaged, the reservoir tank was also heavily damaged & lid was damaged. Inspected the heater assembly, the heater controller was wired properly, with a preliminary investigation with a multimeter both the heater coil & temperature probe appear to be within spec. Also noted temp controller shaft was pushed into controller about ?" Because reservoir didn't fit in the cabinet so users removed dial in order to shut the door. Further investigation will need to be done when the damaged unit returns to MFR. Unit has not been returned as of this date, 12-15-04. (Visited 11-22-04). Nurse is doing fine and has no lingering effects from the fume exposure.